Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) who reported that they received a call from a healthcare provider (hcp) who reported that during an explant the lead broke. The rep reported that the entire lead and implant was removed, but the reason for the explant is unknown. No patient symptoms were reported. There were no further complication reported or anticipated.